Event description:
It was reported that bradycardia, complete heart block(chb) and a cerebral vascular accident (cva) was observed. The patient was selected for a 25 mm lotus edge valve implant. Access was gained through a left femoral artery approach. A large lotus introducer sheath was placed. Balloon aortic valvuloplasty(bav) was performed with a 20mm non-bsc balloon catheter, according to the instructions for use(IFU). The severely calcified native aortic valve was treated with deployment of a 25 mm lotus edge valve. Upon deployment, the electrocardiogram changed to a pacing waveform. Successful repositioning of the 25mm lotus edge valve involved four partial re-sheaths and deployment into a more accurate position within the aortic annulus due to asymmetric unsheathing, in accordance with the instructions for use (IFU). After successful lotus edge valve release, the physician attempted to turn off temporary pacing, but the patient's heart rate dropped to approximately 40 bpm. The temporary pacing was left on in the patient. The next day, a permanent pacemaker implant was performed due to the chb. Two days later, a cerebellar infarction developed. The patient was under observation in the hospital. Six days later, the patient was undergoing rehabilitation. The patient's speech disorder has remained.